Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned in two pieces; the balloon was separated from the device shaft. Only a segment of the proximal balloon sleeve remained attached to the device, most of the balloon and the whole tip section of the device were removed. The balloon was returned in 2 sections- a full circumferential tear was present on the balloon material of both sections. Section 1 of the balloon material was attached to the shaft of the device. Section 2 of the balloon material includes the remainder of the balloon with the blades and distal cone of the balloon attached. No tip or marker bands were present on either section of the balloon material. No issues noted with the blades of this device. All blades bonded securely to the balloon surface. No tip was returned with the device. No marker bands were returned with the device. A visual and tactile examination identified blood within the shaft of the device.

Event description:
It was reported that a balloon detachment occurred. A 7.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon detached upon performing a dialysis access angioplasty. The procedure was changed to an open "cut-down" for balloon isolation and surgically removed it from the vessel. No further complications were reported and patient was stable post procedure.

Event description:
It was reported that a balloon detachment occurred. A 7.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon detached upon performing a dialysis access angioplasty. The procedure was changed to an open "cut-down" for balloon isolation and surgically removed it from the vessel. No further complications were reported and patient was stable post procedure.